Event description:
Consumer claims that her skin was burned (skin was pulled away) after 15 minutes of using the heating pad for neck and back pain. Consumer claims to have been leaning against the heating pad.